Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10444. It was reported the pt is not satisfied with her stimulation and is experiencing pain at the ipg site. The pt reported she has never received adequate coverage in her lower back where she needs it. Follow up info revealed that reprogramming effectively resolved the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.